Event description:
In 2007, the patient reported that the luer lock of the infusion set became disconnected from the tip of the insulin cartridge and this allowed air into the infusion tubing. She stated that her blood glucose elevated to 340 mg/dl. Her normal blood glucose level is below 150 mg/dl. The patient was assisted with priming the air out of the infusion system. She stated that she would inject insulin via syringe to lower her blood glucose. Upon follow up on the same day, the patient stated her blood glucose elevated to almost 600 mg/dl which she treated by injecting insulin via syringe. During further follow up with the patient in the same month, the patient stated that her blood glucose was "fine." The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.